Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was no longer working after exposure to fluid/moisture. The customer¿s blood glucose level was 146 mg/dl. It was also reported that there was a blank screen and there were signs of water inside the battery compartment. The insulin pump will be returned for analysis.